Event description:
During a remote follow-up, decreased r wave sensing and episodes of oversensing resulting in inappropriate high-voltage (hv) therapy were observed on the device. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.